Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while attempting to load a cartridge on the pump, the cartridge would stay in place and slide off. There was no reported impact to the customer's blood glucose level. The customer was able to load a second cartridge.